Manufacturer narrative:
The events of "capsular contracture-baker grade unknown and seroma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture-baker grade unknown, seroma.

Event description:
Patients representative reported left side "rupture", "capsular contracture (baker grade unknown)" "seroma" and event of "adipose tissue necrosis" which is not device related. Device remains implanted.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.